Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter has a cloudy display. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2013. The patient does not take medications to manage his diabetes. It is not known if the patient made changes to his usual management routine. About 20-30 minutes after the start of the alleged issue, the patient claimed he felt a symptom of sweaty. The patient denied receiving medical treatment. There was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.